Event description:
The customer reported that the monitor did not alarm during a serious illness on a premature newborn.

Manufacturer narrative:
The customer reported that the monitor did not alarm during a serious illness on a premature newborn. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.